Event description:
It was reported by service report that the pt right load wheel horn was cracked. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: load wheel horn.